Event description:
During insertion of peripherally inserted central catheter (PICC line), it was discovered that part of the sherlock guidewire was missing. A chest x-ray revealed wire fragment in patient's right upper shoulder area. This was a wire fragment that broke off from sherlock tip location system (tls) guidewire which is used to guide the bard PICC line insertion. The patient required two separate interventional radiology procedures to safely retrieve the broken wire. There was no harm.